Event description:
The user's hearing performance with the device has been very poor after surgery and there were no improvements after fitting. In august 2022, it was suggested to proceed with a surgery to adjust the implant position. However, the user was re-implanted with a new device on (B)(6) 2022.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the lack of benefit was caused by a migration of the implant housing from its intended position causing a migration of the electrode out of cochlea. The problems described in the recipient report seem to match the damages found. This is a final report.

Event description:
The user's hearing performance with the device was very poor after surgery and there were no improvements after fitting. The user consulted the surgeon in (B)(6) 2022, who suggested to proceed with a surgery to adjust the implant position. However, the user was re-implanted with a new device during the surgery, which took place on (B)(6) 2022. The user is reportedly having good benefit with the new device.